Event description:
Boston scientific received information that the patient experienced syncope due to high right ventricular (rv) threshold measurements where exit block was suspected. Subsequently the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.